Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issues only occurs with the 180 scope when using the pigtail cable. The customer attempted three other video scope cables without success. Tac instructed the customer to reseat the light source cables on the back of the cv but however, reseating the cables did not help. The customer mentioned wiggling the pig tail in the past helped restore the image. In addition, the customer tried to clean the contact in the cv-190 but was still unable to obtain image. Lastly, the customer used canned air to blow of the contacts with no success. To date, the video processor referenced in this report has not yet been returned to olympus for evaluation. According to the customer the new caps (model unknown) resolved the issue and the customer opted to not send in the unit for repair at this time. Therefore, the root cause of the reported event cannot be determined at this time. As the results of the DHR review, it was confirmed that there was no abnormality found during the manufacturing of the device. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display image with the 180 scope . There was no patient involvement, no harm or user injury reported due to the event.